Event description:
Rn programmed pump for a diltiazem infusion at a rate of 5mg/hr and a volume to be infused (vtbi) of 15ml. The entire bag (125mg/125cc) infused in approximately 30-45 minutes. Pump interrogated, programming appears correct. Patient to ccu as a precaution but did not have any harm related to this event. ====================== manufacturer response for IV infusion pump - brain, carefusion alaris pumps- pc unit (per site reporter) ====================== carefusion notified yesterday (11/20/13) of the information. They are still completing their investigation. ====================== manufacturer response for IV infusion pump- lvp module, carefusion- alaris (per site reporter) ====================== carefusion made aware of this incident on 11/20/2013. They are still completing their investigation. ====================== manufacturer response for IV infusion tubing, smart site infusion set 2420-0500 (per site reporter) ====================== carefusion notified 11/20/2013. Still completing their evaluation.